Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. A patient had their ipg and lead replaced was reported to abbott. The ipg was reported dead and the lead was broken. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-00566, 1627487-2022-00650. It was reported one of the patient's leads were broken. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced. Therapy was established postoperatively. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.